Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device difficult to fire? Yes. Did the device fully cut? No. Were no staples deployed on the tissue? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the third charger, at the last stapling, difficulty moving the cursor. Change of the clip but unable to staple. Completed the procedure manually with suture. There were no adverse consequences for the patient reported.